Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a ureteroscopy with kidney stone retrieval procedure performed on (B)(6) 2016. According to the complainant, the patient was really sick prior to the procedure, and the physician was planning on keeping the patient in the hospital for observation. Since the patient was already in the hospital, the physician performed a ureteroscopy and attempted to remove a large kidney stone. A large stone was captured using a zero tip¿ stone retrieval basket and pulled down into the renal pelvis. However, the basket detached from the working length of the device, leaving the basket with entrapped stone inside the patient. A holmium laser was not available for use in order to break up stone, or the basket, to get the stone out. The physician attempted to release the stone from the basket by using graspers, but was unsuccessful. The patient was then sent to interventional radiology, where they placed a nephrostomy tube. Extracorporeal shock wave lithotripsy (eswl) was performed to break the stone into pieces, and a stent was implanted. The patient was scheduled for another procedure to retrieve the detached basket and stone fragments on (B)(6) 2016. The patient was reported to have a high fever after the procedure, but it is unrelated to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the kidney during a ureteroscopy with kidney stone retrieval procedure performed on (B)(6) 2016. According to the complainant, the patient was really sick prior to the procedure, and the physician was planning on keeping the patient in the hospital for observation. Since the patient was already in the hospital, the physician performed a ureteroscopy and attempted to remove a large kidney stone. A large stone was captured using a zero tip¿ stone retrieval basket & pulled down into the renal pelvis. However, the basket detached from the working length of the device, leaving the basket with entrapped stone inside the patient. A holmium laser was not available for use in order to break up stone, or the basket, to get the stone out. The physician attempted to release the stone from the basket by using graspers, but was unsuccessful. The patient was then sent to interventional radiology, where they placed a nephrostomy tube. Extracorporeal shock wave lithotripsy (eswl) was performed to break the stone into pieces, and a stent was implanted. The patient was scheduled for another procedure to retrieve the detached basket and stone fragments on (B)(6) 2016. The patient was reported to have a high fever after the procedure, but it is unrelated to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.